Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint ¿the endoscope had a focus issue, and it was impossible to fix the field of operation¿. The 30 degree endoscope assembly was inspected and found the focus problem was attributed to a friction issue with the advance endoscope adapter (aea). This complaint is considered a reportable event due to the following conclusion: it was alleged that the 30 degree endoscope moved with unintuitive motion (surgeon was having inverted image and inverted instrument movements). Unintuitive motion could lead to poor instrument control and subsequent tissue damage. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the endoscope had a focus issue and an "impossibility of fixing the field of operation". The surgeon called intuitive surgical, inc. (Isi) technical support engineer (tse) to report they had a non-intuitive motion issue. When they flipped the endoscope from up/down, they were having inverted image and inverted instrument movements. The surgeon had tried several times with the same result. Before calling isi technical support, they had power cycled the system without success. The tse reviewed error logs and there were no engagement errors associated with an unproperly seated sterile adapter or endoscope engagement. The tse recommended that the caller use a spare endoscope to solve the issue. The tse recommended that the caller exchange the affected endoscope and sterile adapter for further failure analysis. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to imdrf g code for additional information.